Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No data was available as the insulin pump was received without a battery installed.

Manufacturer narrative:
Additional information has been updated which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that several attempts were made to contact customer's family. On (B)(6) 2014 the customer's sister was contacted, she stated the insulin pump was with the forensics and unable to return it at the moment. On (B)(6) 2014 a representative from the coroner was contacted and stated the doctor wanted the insulin pump integrated as he feels this was an over dose. Doctor stated the toxicology report revealed insulin overdose, he is unsure what caused the overdose. The coroner's representative was unable to upload carelink to retrieve information. Advised the insulin pump can be returned and analyzed. The coroner's representative agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by an investigator with the medical examiner's office that customer passed away on (B)(6) 2014. The investigator called asking for assistance obtaining the insulin pump's settings. The caller did not know any of the circumstances surrounding customer's passing. Customer's blood glucose at the time of death was unknown. Customer was wearing the device when he passed away. The cause of death was unknown. Customer's toxicology report is pending. Customer's family was requesting the device back from the medical examiner's office. Nothing further reported.